Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter zip is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per sample evaluation findings, the arctic sun device comes with a red warning screen, which was not allow them to proceed to the next page. Found the I/o circuit board & power circuit board faulty during troubleshooting. Chiller pump shorted which cause failure to the isolation and power circuit cards. Issue came back again once the chiller kick in. Confirmed the issue related to the chiller. Observed oil leak on compressor welded seam. Unit failed initial calibration and was found the new chiller replacement had a obf, faulty solenoid valve.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as chiller pump shorting causing isolation, I/o card & power circuit card to fail. The device was evaluated upon receipt. Unit comes with a red warning screen, which is not allow you to proceed to the next page. Found the I/o circuit board & power circuit board faulty during troubleshooting. After replacing those two boards, the pump can be proceeded to the normal operation mode. But issue came back again once the chiller kick in. Confirmed the issue related to the chiller, no repair locally. Unit will be sent to the us depot for further investigation. It was found the chiller pump shorted which cause failure to the isolation and power circuit cards. Replaced chiller pump, isolation, I/o card & power circuit card. Observed oil leak on compressor welded seam. Unit failed initial calibration and was found the new chiller replacement had a obf, faulty solenoid valve. Replaced the chiller with another new chiller. The arctic sun 5000 passed all performance testing, calibration, electrical safety tests and is functioning properly. Unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The initial reporter zip is (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per sample evaluation findings, the arctic sun device comes with a red warning screen, which was not allow them to proceed to the next page. Found the I/o circuit board & power circuit board faulty during troubleshooting. Chiller pump shorted which cause failure to the isolation and power circuit cards. Issue came back again once the chiller kick in. Confirmed the issue related to the chiller. Observed oil leak on compressor welded seam. Unit failed initial calibration and was found the new chiller replacement had an obf, faulty solenoid valve.